Event description:
It is reported that a customer stated that the down button on their insulin pump does not work during manual bolus. The patient's blood glucose level was 236 mg/dl at the time of the call. The customer was informed that the model pump they use is designed to not allow a user to use the down button during a manual bolus. The customer was informed that if they wanted to view the bolus setting they can press the up button. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.